Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, the operator realized they had not attached the effluent line to the drain and discontinued treatment. Rinseback was not performed due to concerns of waste contamination of the saline bag, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss was attributed to user error as the operator did not attach the effluent line to drain as directed in the user's guide. Rinseback was not performed due to concerns of waste contamination of the saline bag. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and there have been no similar problems reported subsequent to this event. Co considers this report closed. No additional information will be provided.